Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the posterior capsule ruptured when implanting the lens. Hence the lens was removed and replaced with another lens during the same surgery. There was no patient harm. Additional information has been received stating that, the posterior capsule tear happened when surgeon tried to dial the lens into the bag.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned in folded white gauze that was taped closed and placed into the lens carton. Viscoelastic and blood were dried on the lens. The posterior optic surface has a scrape mark (stutter scratch) traveling in a line near the edge. The left side of the optic was cut from the edge toward the optic center. Product history records were reviewed documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were used. The root cause cannot be determined for the reported complaint of "posterior capsule ruptured, in/out". Information was provided that the posterior capsule tear happened when surgeon tried to dial the lens into the bag. It is unknown if the lens was considered a contributory factor to the posterior capsular bag rupture. Damage was observed to the posterior optic surface, commonly referred to as a "stutter scratch". A stutter scratch occurs when not enough viscoelastic has been placed into the cartridge prior to loading the lens and delivery. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The 21.0 diopter lens was removed and replaced with an another lens (diopter unknown). File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).